Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead and the right ventricular (rv) lead exhibited noise. The rv lead was explanted and replaced. The ra lead was explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical product: addrl1, ipg; implanted: (B)(6) 2011. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead and right ventricular (rv) lead exhibited high thresholds. Both leads remains in use. No patient complications have been reported as a result of this event.